Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: there was no evidence of short battery life observed in the black box; however, there was one low battery warning and multiple replace battery alarms observed in the black box. Current electrical draws were within specifications. Unrelated to the original complaint, the battery compartment was cracked with evidence of moisture contamination inside. The leak test confirmed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture inside the pump. Also unrelated, the display was dim and discolored.